Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained when the medical surveillance specialist (mss) spoke with the patient on (B)(6) 2018. The patient reported that the alleged inaccuracy issue began at an unspecified time on (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿164 mg/dl¿ with the subject meter and ¿144 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient manages her diabetes with oral medication, diet and exercise. In response to the alleged issue, the patient claimed she took less food and drink. The patient informed the mss that on the evening of december 10, 2017, she developed symptom of ¿bad headache¿; symptom she associated with low blood glucose. The patient informed the mss that she contacted her doctor who reduced her dose of oral medication to 1 pill as a result of the alleged issue. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.